Event description:
The event is reported as: complaint alleges: respiratory therapist discovered ventilator circuit with white powdery appearance was found both in inspiratory and expiratory near the wye. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.